Event description:
Treatment of an aneurysm. It was reported the proximal end of the coil pushwire stuck inside the instant detacher during procedure. The coil was successfully detached via manual method (provided in the IFU). No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the proximal end of the pushwire was found bent inside the instant detacher. (B)(4).